Event description:
When placing IV, one of the IV catheters split open during placement. When attempting to replace the IV, another catheter bent and made a crease in the catheter. The nurse placing the IV uses these on a regular basis and has never had these issues occur with this product.